Manufacturer narrative:
Citation: mok, s. Md. Et al. Twenty-five year outcomes following composite graft aortic root replacement. Journal of cardiovascular surgery (2017) feb;32(2):99-109; doi 10.1111/jocs.12875 earliest date of e-publish/publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding early and late survival, long-term freedom from reoperation and the incidence of late adverse events. All data were collected from a single physician between 1995 and 2015. The study population included 449 patients, which were implanted with a mechanical, biological or tissue valve or a medtronic freestyle aortic root bioprosthesis. Serial numbers were not provided. The study population was predominantly male; mean age 56.1 ± 14 years. Among all patients adverse events included: bleeding, cerebrovascular accident/transient ischemic accident, rapid atrial fibrillation, pericardial effusion, infection and reoperation. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.